Event description:
It was reported that a pediatric patient received a full bag of IV tylenol (1000 mg/100 ml) rather than the intended 234 mg (23.4 ml). The IV tylenol was programmed as a secondary line and they had another primary fluid primed. The customer further reports that they do not think that it is a pump issue and believes it was related to workflow. Furthermore, the customer stated that the pump did what it was supposed to do. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pediatric patient received a full bag of IV tylenol (1000 mg/100 ml) rather than the intended 234 mg (23.4 ml). The IV tylenol was programmed as a secondary line and they had another primary fluid primed. The customer further reports that they do not think that it is a pump issue and believes it was related to workflow. Furthermore, the customer stated that the pump did what it was supposed to do. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that a pediatric patient received a full bag of IV tylenol (1000 mg/100 ml) rather than the intended 234 mg (23.4 ml). The IV tylenol was programmed as a secondary line and they had another primary fluid primed. The customer further reports that they do not think that it is a pump issue and believes it was related to workflow. Furthermore, the customer stated that the pump did what it was supposed to do. There was patient involvement but no harm.